Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07528; 2134265-2017-07714. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. There was no issue when the opticross¿ imaging catheter was used during the pre percutaneous coronary intervention (pci). However, when it was tried to use on post pci, automatic pullback was unable to perform right after it was initiated. Then the alleged device was removed from the patient's body, tried to check but manual pullback was also unable to perform. The procedure was completed with another with the same device. No patient complications were reported.